Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent up and down button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump was received with minor scratches on display window, cracked lcd window at bottom left and right corners, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the numbers kept ramping while the customer attempted to program her carbs. The caller stated that the battery was removed and the customer would be with shots. The blood glucose reading was 68mg/dl. The mother mentioned that the customer had issues with the keypad and the numbers were ramping during a bolus. She also stated that there is a crack near the reservoir compartment and goes to the corner of the screen. No further information was provided.